Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller understood and acknowledged.